Event description:
It was reported that the patient¿s leads were implanted approximately two weeks prior to the report, during a stage 1 procedure. During the stage 2 surgery, the patient¿s scalp wound was re-opened to expose the leads. A small incision was made on the scalp above the ear. A tunnel was then created from above the ear to expose the lead bodies. Upon doing so, the surgeon noticed the lead cap, with the boot still attached, was detached from the left brain hemisphere lead body¿s proximal contacts. A 6-8cm ¿zig-zag shaped¿ thin wire was seen attached between the lead body and the lead cap. The thin wire was cut and discarded with the cap and boot. The proximal lead contact was subsequently connected to an extension. The right brain hemisphere lead was unaffected. Prior to skin closure, impedances measured at 3v were within normal range on all contacts except the following electrode pairs: c-0, 0-1, 0-2 and 0-3 with impedances of 9425 ohms, 9541 ohms, 10 ,908 ohms and 10,908 ohms respectively. The decision was made by the surgeon to complete the implantation. This was reportedly the first occurrence where the boot and lead cap were detached from the lead body. System integrity was going to be assessed with further impedance checked on affected electrode combinations during the first reprogramming session scheduled for approximately a month later. Stimulation was not going to be turned on until then. There was no patient injury associated with the event. Follow-up has been requested to provide an outcome to the system integrity assessment that is scheduled to be performed. If additional information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).